Event description:
Reporter reported that an infant breathing circuit was leaking. No patient consequence was reported.

Manufacturer narrative:
The device was not returned to the manufacturer for investigation. An investigation was carried out based on the event description and previous experience with similar complaints. Results: some possibilities for the cause of the leak are: one of the connectors was loose, there was a leak at the swivel wye piece, or there was a small hole in one of the breathing tubes. A lot check revealed no other similar complaints for this lot number. Conclusion: without the return of the device we cannot say for certain where the leak occurred. All breathing circuits are pressure tested during production and those that fail are rejected. This suggests a leak developed post production. A leak in a loose connection can be readily correct by checking all connections and pushing them tight. The instructions for use states to push all connections tight before use. Our monitor and trending for this type of event shows a rate of occurrence worldwide for the past year of 0.005%.